Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a dlif procedure at l4-l5. "When the shaver was inserted into the disc space after preparation, the shaver sheared on the first turn. This happened with both shavers. The broken sediments were removed and the procedure continued as normal". No fragments were left in the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~45 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.